Event description:
It was reported that during the pre-use check, the product was found damaged. No patient involvement. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection results based on picture: based on image provided, damage on can be observed on luer lock adapter female, therefore, failure mode can be confirmed. Visual inspection results: it was observed a cracking on luer lock adapter female, therefore, failure mode can be confirmed. Based on the sample provided, analysis conducted on physically evaluation, trend analysis for this failure mode in complaints, root cause can be determined as supplier item fault. The cause of the reported problem was traced to a component supplied to the manufaturing process. Supplier was notified about the issue reported for broken component. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.